Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 600 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had a pump replaced due to normal elective replacement indicator (eri) on (B)(6) 2017. The rep stated the hcp had extreme difficulty trying to get the sc connector off the pump. The rep stated the hcp was pushing on the blue dots and even used a clamp and still was unable to get the connector off the pump. The hcp cut the catheter and replaced it was a new sc connector. After this the pump connector just fell off the old pump. The explanted product was thrown away. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.